Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
At 10 pm, the customer filed his cartridge with 300 units and the fill estimate displayed 240+ units. The next morning the fill estimate had dropped down to 125 units. There was no impact to the customer's blood glucose levels.